Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had a prime fill anomaly. The customer¿s mother stated insulin was squirting out during the manual prime process. They stated insulin continued to drip after motor stops during the manual prime process. Troubleshooting was performed. The issue was resolved with a set change. The customer¿s blood glucose level was 52 mg/dl which they treated with food. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.